Event description:
It was reported that this right ventricular (rv) lead was attempted due to a mechanical anomaly where the helix would not extend. A new green tool was opened but exhibited the same anomaly. This rv lead was removed from the body, and the lead required approximately 30 turns for the helix to extend. This rv lead was replaced and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed that the polytetrafluoroethylene (ptfe) insulation was bunched and conductor coils were deformed, consistent with the lead being placed through a constricted area. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test confirmed it did not extend and retract as expected. Based on the reported clinical observations and the laboratory findings, it appears this lead was damaged while being maneuvered in a constricted space. Subsequently, the deformed conductor coils prevented adequate torque of the lead to successfully extend and retract the helix.